Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced with a competitor rv lead on (B)(6) 2025 due to a fracture. No additional information was reported.